Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that water leaked from the balloon of the catheter during a pretest.

Event description:
It was reported that water leaked from the balloon of the catheter during a pretest.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation found no leakage when pressure was applied on the sac. The sample had undergone a 7 day leak test and no leakage was observed from the catheter and valve. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" Corrections: concomitant medical products , device evaluated by MFR.